Manufacturer narrative:
The field svc engineer (fse) was dispatched to the site on (B)(4) 2008 to investigate the event. The fse performed sys check and results were within instrument specs. The fse also performed a lum wash son/inc diagnostic testing and results were within specs. The fse verified all repairs per established procedures and the results meet published performance specs. No definitive root cause could be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for add'l reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to falsely elevated accutni (troponin I) results generated on the access 2 immunoassay sys. The initial elevated results were reported outside the lab. The pt samples were retested and the results were within the normal reference range. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.